Event description:
"Arthrosocpic pump not working properly. Joint not filling properly according to physician." No serious injury or malfunction, as per FDA regulations, occurred as a result of this event. This device is used for treatment.